Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a CT identified a small proximal type I endoleak. The physician performed a secondary intervention and successfully implanted another manufacturer¿s stent. It is unknown if the other manufacturer¿s stent resolved the endoleak as a final angiogram was not performed. A follow up CT in 30 days will confirm if endoleak is resolved. Per the physician, the cause of the endoleak is unknown as the stent graft was well opposed to the vessel wall. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion: aortic neck angle. Film review and analysis: review of pre-implant cta¿s revealed that the patient had an 11.5cm max diameter aaa. The proximal neck flow lumen diameter measured 22mm just below the renal arteries, and 2.5cm lower bulged out to 26 x 31mm. The proximal neck was calcified, especially on the posterior side near the level of the renal arteries and on the lower portion of the anterior neck. The infrarenal neck was severely angulated approximately 90 degree a-p, and the suprarenal neck angulation was 60 degree. The iliac arteries were severely tortuous and calcified. Review of cta¿s from 10 months post-implant revealed that the endurant bifurcate was positioned within the angulated neck, just below the level of the renal arteries. The proximal neck and aortic body were angulated 90 degree (a-p) to the iliac limbs; the proximal stent graft od was 25x27mm. The max diameter aaa measured 11.6cm and there was contrast seen outside the stent graft. The endoleak appeared to be along the anterior of the stent graft near the top of the sac, coming from between the calcified anterior neck and stent graft fabric, and appeared most likely to be a proximal type I endoleak. The ipsilateral limb and extension were placed down into the right common iliac artery, and the contra limb was positioned into the left common iliac artery. Both limbs were patent and no other stent graft issues were observed. The exact cause the contrast seen outside the stent graft could not be determined. This appeared most likely to be a proximal type I endoleak, but could not rule out a type iii fabric endoleak. It is possible that stent graft placement within the calcified and highly angulated neck may have caused stent graft malposition with the anterior wall of the neck, leading to a proximal type I endoleak. Films after placement of the palmaz stent were not available for review.